Event description:
Information was received from a healthcare professional for a clinical study via a manufacturer representative regarding a patient with functional idiopathic urinary incontinence since 2004. A return of incontinence due to a fall was reported. The event occurred on (B)(6) 2015. It was unknown what factors may have led or contributed to the issue, and no diagnostics or troubleshooting was performed. It was also reported there was pain in the left buttock that occurred on (B)(6) 2015. The patient was reprogrammed on (B)(6) 2015. The issue was resolved. The event was assessed as not serious, not related to the procedure and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.